Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with three different meters, within 10 minutes: 7.4 mmol/l (system 1); 12.9 mmol/l (system 2); and 28.3 mmol/l (system 3). Strips from the same lot and vial were used for all three tests. No adverse event reported. Return of suspect device was requested and replacement was sent.